Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The patient's (1) test strip was returned for investigation where it was tested using a retention meter and retention controls. Testing results: qc 1: 2.0 inr the obtained qc value was in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results received from coaguchek xs meter serial number (B)(4). The initial meter result was 6.2 inr. The patient performed another meter test 15 minutes later and received a result of 3.3 inr. The patient tested again 15 minutes later and received a meter result of 3.4 inr. An hour later, the patient tested again and the result was 3.5 inr. This result was believed to be correct. On (B)(6) 2021, the patient used new test strips to test and the meter results were 3.9 inr, 5 inr, and 3.4 inr. The patient tested 30 minutes later and the result was 4.1 inr. The test strip lot and expiration date of the new test strips were not provided. The patient¿s therapeutic range was 3.5-4.5 inr.